Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no activity related to the complaint was observed in the pump black box or download history. The battery was not returned with the pump for investigation. The battery compartment and cap were found to be intact with no evidence of moisture damage. The pump powered on normally and was exercised for 6 hours without overheating. The pump electrical current draws were tested and found to be within specifications. The pump was opened and there were no damage or defects found.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
The patient contacted animas to report that after receiving a low battery warning, the pump was warm to touch. When the battery was removed the patient claimed it also felt warm. There was no reported patient impact associated with this complaint.